Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said stimulation was not working. Patient said they tried to increase their intensity for a little while during the day and they felt no stimulation at all. Agent asked patient when they last charged their implant and patient said they were charging the implant at the time of the call. Patient unlocked the controller and reported the controller was at 90% and the implant was at 100%. Patient was on group a with programs 1, 2, 3, 4 highlighted in green. Patient increased the stimulation to 5 and did not feel any stimulation. Patient denied any falls or trauma around the implant site, patient added they have night terrors but doesn't remember having any. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Doctor did not know the cause but explained pt should come to surgery center to meet with medtronic rep for reprogramming. After they could not reprogrammed over the phone, she referred the patient to the doctor who then referred them to the rep at the surgery center. Rep reprogrammed their unit, issue resolved.